Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing a loss of therapeutic effect with a return of urinary symptoms since pt got home from a diagnostic ultrasound. The pt had always been on group 1 at 4.0. When the programmer was turned on, group 1 was not selected. They could not view other groups on the programmer. Education on pt programmer use resolved the reported issue - the amplitude was increased on program 1 from 1.0 to 4.0 volts. The pt was at home in fair condition at the time of the report. Additional info was requested.